Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to stomach flu, diabetic ketoacidosis and high blood glucose on (B)(6) 2018. The customer¿s blood glucose level was 598 mg/dl at the time of the hospitalization. The customer was treated in the emergency room. The customer was wearing the pump at the time of hospitalization. The insulin pump will not be returned for analysis.